Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place and the ipg was replaced with a smaller ipg to address the issue. Stimulation was restored following the procedure.